Manufacturer narrative:
Findings: evaluated 3 open/used reservoirs. Performed pre-fill test to reservoirs. Reservoirs not occluded and no air bubbles during test. Also plungers easy to connect/release properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer stated she has had big bubbles in the reservoirs and could not push the plunger up or down after pushing it in. Customer has about 5 reservoirs that had problems for a while now. Customer stated the bubble in the reservoirs were not going away and the plunger would not come off or pull down. Customer states they are unable to remove the plunger rod. Customer stated that, the bubble in the reservoirs were not going away and the plunger with get stuck sometimes. Approximate size of air bubbles is bigger than champagne bubbles. Location of bubbles was top and bottom of reservoir. Customer advised to remain disconnected from the infusion at the qr and to remove the reservoir from pump. The reservoir will be returned for analysis.